Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one month post implant the implantable cardiac monitor exhibited undersensing. The device remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.